Event description:
The guidewire broke off during the placement procedure. Radiology found it in the subclavian vein, and it was removed through the femoral artery.

Manufacturer narrative:
The manufacturer has received the sample, and will be evaluated. Results are expected soon.